Event description:
It was reported that during a laparoscopic cholecystectomy procedure, clips were malformed. Another device was used to complete the case. There were no adverse consequences to the patient. One device and one teardrop-shaped clip (scissoring occurred on the acral part) will be returning.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: is a lot number available for this device? Unk. Which firing of the device did this event occur on? 12 or 15. What vessel or structure was the device fired on at the time of the event? Cystic artery. Was the clip fully advanced into the jaws prior to firing? Yes. Was there any torquing or twisting of the device present at the time of firing? No information. Was any unexpected resistance felt while firing the trigger? No. Were any unexpected noises heard? No if so, when? Did anything unexpected happen prior to this incident? No information. Was the device fired after this incident in or out of the patient? No information.

Manufacturer narrative:
(B)(4). The analysis results found that the device was received in good visual condition with a malformed clip inside a petri dish. Upon cycling the device, it was noted to be empty and the lockout had been fired through. Please note the device contains a lockout feature that is designed to increase the required force it takes to close the trigger once the last clip has been fired; this reduces the possibility of empty jaws being closed on a structure. In addition, if the trigger is forced closed once the lockout has been engaged, the jaws may remain in the closed position. No conclusion could be reached as to what may have caused the reported incidents. The batch record was reviewed and no anomalies were noted during the manufacturing process.